Event description:
It was reported that during a procedure, the laser system displayed errors indicative of a system malfunction. The system was no longer able to be utilized, and the procedure was aborted. There was no report of a pt injury; however, the MFR is filing this as surgical intervention due to the indication that the pt will be rescheduled for an add'l procedure as a result of incompletion of the case.

Manufacturer narrative:
On (B)(6), 2012: the suspect component has been removed and replaced. Service repair was completed. The laser was released to the customer for use.